Event description:
It was reported that the customer experienced occlusion alarms, specifically alarm 2 followed by alarm 26, with the issue occurring earlier in the day. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ the customer addressed the occlusion events by changing the infusion set and cartridge, then resumed insulin, while opting to decline additional assistance.